Event description:
It was reported when speaking with the surgeon at a customer visit, the surgeon stated that during a laparoscopic cholecystectomy procedure, the clip was scissoring. This occurred between the first and fifth clip. The surgeon stated that he did not remove the scissored clip from the vessel, but rather placed another clip next to the scissored clip. The surgeon completed the procedure with the device with no patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.